Manufacturer narrative:
The problem was due to broken computer rack unit. After the replacement of this unit, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "shut-off of device, no power on device".